Event description:
Accucath ace 18g, we've had multiple issues with multiple patients. We had one catheter that auto reacted during procedure without the auto retractor button being hit. Another was the guidewire had straightened out within the catheter and was catching and could not be advanced. Another two were the catheter was successfully placed but the auto retract on that would not retreat on it's own and the needle and had to be withdrawn with the needle still exposed. These are all from the same lot, we have since pulled the remainder of the stock from the lot from our department. Lot number rekp0794 it's the accucath ace 2 1/4 inch catheters. Multiple patients yesterday and today.